Event description:
The user facility reported that during a balloon sinuplasty procedure, the user attempted to access the left frontal and maxillary sinuses without success. The physician elected to access the sinus surgically. One of the left turbinates was reported to have required medialization during the procedure. When the endoscope was reinserted into the pt, a small amount of what suspected to be cerebrospinal fluid was observed in the superior aspect of the middle meatus, however, no trauma was detected to the sinus, and the source of the leakage could not be determined. Another physician was summoned, and it was determined that the amount of fluid was so small that no patch procedure was required. Pledges were placed in the area of the fluid, and the maxillary sinus was accessed by removal of the uncinate. No hospitalization was required, and the pt was said to have done well following the procedure.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. The pt had reportedly been seen on several occasions following the surgery, and was said to be doing well. The physician that had used the device stated that he believed that if there was a leak, it originated in a dehiscence in left middle turbinate as it may have fractured at the superior attachment when it was medialized. The physician indicated cannulation never occurred, the balloon was not used. No products were returned for evaluation. The cause of the alleged leak could not be determined. This report is being submitted in an abundance of caution.